Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the patient was getting no relief from the stimulator and stated that despite working with five different representatives to adjust settings and programs, they were still unable to feel stimulation in the lower back. The patient mentioned feeling stimulation during the trial phase, with significant pain relief and improved ability to walk; however, after transitioning to the implanted device, they have not perceived stimulation in the back and now they couldn't walk without a walker. The patient noted that they charged their ins all the time, but it does absolutely nothing. Pt stated that they never have gotten relief since the implantation in (B)(6) 2024. Pt reported having undergone radiofrequency ablation, injections, and trials of different systems, including the current implant, with no relief; they also stated that even tylenol has been ineffective and they were now considering acupuncture as a last resort. Agent reviewed the role of patient services and redirected patient to their healthcare provider (hcp) to further address this issue.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). It was reported, that a back x-ray found, that the leads had moved and were out of place. The patient was going to meet with their doctor and a manufacturer representative on 29-oct-2024.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use, during the event include: brand name: vectris surescan, product ID: 977a260 (serial#: (B)(6)), product type: 0200-lead, implant date: (B)(6) 2024, brand name: vectris surescan, product ID: 977a260 (serial#: (B)(6)), product type: 0200-lead, implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-dec-10, additional information was received from the patient. They reported no one has any idea why the leads "slipped". Back x-ray on (B)(6) 2024 revealed technician's suspicions. After meeting with the doctor, the doctor did not know what caused the leads to "slip". The pt stated they were very limited in the 6 weeks after implant. On (B)(6) 2024, the doctor advised the patient that another surgery would be required. The surgery was performed on (B)(6) 2024. The scs was turned back on (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024 and product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024 and product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-mar-17 additional information was received. The pt reported that their trial in (B)(6) worked fine for a week and they were getting relief and they were walking. Then they got the permanent implant and never got any total relief. They reported again how the leads had slipped and they had to have surgery all over again to address the leads. Since that surgery, they have worked with "3 technicians" who have still not been able to get the therapy to their back where they have the ache; they were only feeling stimulation in their legs and groin. The pt noted that when they turn it off the discomfort is more severe. Patient services asked if the pt has tried increasing settings or changing groups. The pt reported they have a number of groups on their device but nobody has told them what to do with it. Pss assisted the pt with increasing the intensity on group d from 3.5 ma to 3.8 ma, and the pt reported they felt it in their side but not in their back. The issue was not resolved, so the pt was redirected to their doctor to further address the lack of therapeutic effect to their back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the healthcare provider (hcp) advised them that they were out of options despite of 13 adjustments down. They have had two implant surgeries and have never experienced the relief they got from the trial. Patient said no one has any idea why the leads slipped the first time or why they haven't received any relief from the numerous adjustments. Patient is going to have a surgery consultation, patient stated it has been four years of this debilitating back ache, they now need to walk with a cane. Patient was implanted for back ache. Patient is not meant to feel stimulation in these areas.